Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plug (left - device 1, right - device 2). Per op notes, ¿on left inguinal, there was an obvious hernia sac. A large perfix plug (device 1) was placed into inguinal floor and anchored to medial aspect of conjoined tendon. Then, a mesh onlay was placed over the top of floor to the pubic tubercle using sutures. On right side, the defect was repaired as mirror image of left side using a large perfix plug and patch (device 2).¿ (B)(6) 2016 ¿ patient had pain and was diagnosed with bilateral recurrent inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light meshes (left - device 3, right ¿ device 4). Per op notes, ¿on the right side, perfix plug (device 2) was encountered in direct space. Defects were made in peritoneum. On left side, the mesh (device 1) was noted in indirect space. A large piece of 3dmax light mesh (device 3) was placed into preperitoneal space using tacks. On right side, 3dmax light mesh (device 4) was introduced and fixed in a similar fashion of left.¿